Manufacturer narrative:
There was no product or photographic evidence provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. In absence of any additional evidence, the complaint could not be confirmed and the root cause could not be determined. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Device information and protocol # are unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if the product is returned or if additional reportable information becomes available.

Event description:
It was reported that a patient went to an infusion center for pump being disconnected. Upon assessment, it was determined that the pump was leaking from the y-site connection. Additional information received at a later time, indicated that the affected item was the disposable tubing. The doctor and registered nurse were notified of such incident and the patient was discharged home in stable condition. No patient injury was reported.